Event description:
It was reported that intra-op, the nim console was picking up signals even with nothing connected and continued to beep. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the customers complaint could not be confirmed. However, unit came in with loose muting port. H6: previously applied codes fdm b17, fdr c20, fdc d16, ime e2401, imf f24 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the event occurred during an inspire implant procedure. The beeping was basically ignored and the procedure was completed with the same device. The issue was not resolved with repositioning or troubleshooting. There was an electrosurgical equipment in use and the beeping occurred during the use of electrocautery devices while muting detector was also used. There was no patient impact.